Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced pain. In addition, the device was not working properly and presented fluid loss as the outer sheath of both cylinders were detached from the proximal tip. A surgical procedure was performed to remove and replace all the components, and no additional patient complications were reported.